Event description:
On 12/16/92 a trim port chemo catheter was surgically implanted in the patient. On 5/17/92 the patient appeared at the hospital emergency room reporting of a "fluttering" feeling in the chest. Upon visualization of the x-ray by the radiologist, the patient was called back into the hospital and scheduled for surgical intervention to remove the distal part of the catheter which had broken away from the main catheter. Both parts of the catheter were subsequently removeddevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service, device returned to manufacturer/dealer/distributor, other. Invalid data - on device destroyed/disposed of status.